Manufacturer narrative:
The actual complaint product was returned for evaluation. A review of the device history record is not possible as no lot number was provided; therefore, the UDI-pi is unavailable. The lot number was not provided by the customer. All information reasonably known as of 13-feb-2025 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury.

Event description:
It was reported a "ballooned out" and deflated nj (naso-jejunal) tube. The ed (emergency department) ordered a nj placement to replace the defective nj. Patient came into the room with the previous nj tube in place. [The physician] the radiologist proceeded to remove the old nj tube and found that the end of the nj tube was frayed. It seemed to be intact, but upon doing a scout image a portion of the nj tube was still present in the jejunum. [The physician] mentioned that to the patient and the patient mother and proceeded with placing a new nj tube. After [the physician] placed the new nj tube he mentioned that he was going to discuss the findings with the ed doctor. After talking with the ed doctor, [the physician] reported that they were discussing the options with general surgery...the old nj tube (the defective corflo nj tube) was placed in the imaging department in (B)(6) 2024." Additional information received 22-jan-2025 the patient was using the tube for bolus feedings. Prior to replacing the tube it ballooned out at the "connector outside body." Replaced the nj tube under fluoroscopy. The patient is reported to be in stable condition.

Manufacturer narrative:
The received sample was not returned with the original packaging. No other components were received. Prior to decontamination, the sample was photographed to show the appearance how it was received. The sample device was examined showing that the tubing had signs of damage and discoloration. During cleaning and decontamination, a slight build-up/ discoloration from the outer tubing was tried to be remove by scrubbing the tubing with lint free towel using tergazyme and soaked in metricide solution. The tube was also flushed through the y-connector (proximal end). Resistance was felt not while flushing, no substances were flushed out of the tube during flushing method. The tubing exhibited multiple defects. At the 108cm marking, the tubing exhibited to ballooned but did not appear burst. At the 93cm marking, there was kinked and kinked mark was evident. There was also the split/tear identified approximately at the 49cm marking. The black discoloration started on the 55cm marking until the area of tubing breaks. At the 49cm marked location, the tubing appeared to have expanded to form a balloon shape which burst and caused a separation of the tube into two pieces. The other piece of the tube (distal end) was not returned with the entirety of the tube. When the burst was inspected under magnification (20x), there were thin layers of the material noticed on the ballooned portion of the tube that had burst. Breaking point exhibited to have some dried foreign material residue however, the residue build up was not blocking the tubing. The root cause of the reported issue has not been conclusively determined. Root cause could not be determined. All information reasonably known as of 02-jul-2025 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury.

Event description:
Additional information received 22-jan-2026 stating the device was in use for one month.

Manufacturer narrative:
Additional information: b5. Correction: a2, a3a, b3, h1 and h6. All information reasonably known as of 19-feb-2026 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury.